Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: j12263r30, implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 14-jan-2007, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen 394 mcg/ml for a total dose of 150.41 mcg/day and dilaudid (hydromorphone) 16.1 mg/ml for a total dose of 6.146 mg/day via an implantable pump. It was reported the patient experienced withdrawal symptoms. It was unknown what factors may have led or contributed to the issue. Diagnostics/troubleshooting performed include a dye study on (B)(6) 2020. At the dye study the catheter did not aspirate. There was no pump alarms. Actions/interventions taken to resolve the issue include surgical intervention where a catheter revision occurred on (B)(6) 2020. It was noted that the issue was resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported/anticipated.